Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user's caregiver called because the scanned freestyle libre 3 plus sensor failed to pair with the ilet; the cgm menu displayed "pairing with sensor," and a subsequent "stop sensor," and no glucose readings appeared, after which the sensor was re-scanned and pairing was confirmed, and the user planned to call back if readings did not appear. The user confirmed a glucose peak value of 460 mg/dl via a fingerstick with no adverse clinical symptoms reported. Outcomes included user education on manual entry of a fingerstick value into the ilet and completion of troubleshooting, with no alerts or alarms reported from the ilet. User support included guided troubleshooting and education focused on cgm pairing and data entry. Investigation of this case revealed a pairing failure between the freestyle libre 3 plus sensor and the ilet that was subsequently resolved through re-scan and confirmation of pairing, with no ilet malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a cgm connectivity or pairing issue external to the ilet.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.